Event description:
A customer contacted beckman coulter inc (bci) in regards accutni result above the acute myocardial infarction (ami) cut-off for one patient generated by the access 2 immunoassay analyzer. The result was reported out of the laboratory and the patient admitted to the ICU. The sample was repeated and a subsequent sample was tested. The results from both run were within the normal reference range.

Manufacturer narrative:
Sample is serum collected in a sst tube and centrifuged for 10 minutes at 3500rpm. Prior to repeat testing the tech re-spun the samples within the primary collections tubes. Qc was within the customer's established ranges prior to and after the erroneous results. A system check was performed on (B)(4) 2011 and met specifications. The supervisor stated she does not know why the lab repeat protocol was not followed in this event. A bci field service engineer performed a pm and type 1 cf protocol. All verification testing met specifications. No clear root cause could be determined for this event.